Event description:
Port placed by interventional radiology (B)(6) 2025. (B)(6) 2025 registered nurse noted port had no blood return. Cathflo infused, no blood return after. (B)(6) 2025 portagram done in interventional radiology, fibrin sheath noted at tip of catheter after being in less than a month. (B)(6) 2025 today patient having port stripping to remove fibrin sheath.